Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported the cause of the ins not holding a charge was not determined. The patient weight was provided. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient hadn¿t charged in a couple of months prior to the report and her system was dead. The hcp also reported that the ins could not communicate with the patient programmer (pp) or the implantable neurostimulator recharger (insr). In the end, the hcp was directed to follow-up with the patient to gather further information. Additional information received from a manufacturer's representative and consumer. It was reported that the patient needed assistance putting their ins into MRI mode. They stopped using the therapy as they were having difficulty recharging the ins and experienced coupling issues. A representative reported that the ins was overdischarged and the patient wasn't using the ins due to feeling like it wasn't helping. A trickle charge was performed and the issue was resolved. Additional information received from a manufacturer representative (rep). It was reported that the patient was unable to couple the charger to the battery because it was overdischarged. Additional information was received from the patient. It was reported that the ins would not hold a charge. The patient resolved the issue by recharging the ins and plans to have the battery changed out. No further complications are anticipated.